Event description:
The customer reported that the product broke whilst cutting a plate during surgery.

Manufacturer narrative:
The investigation result shows that the root cause of the failure was caused by an insufficient cleaning and maintenance, leading to pitting corrosion and stress crack corrosion, and finally to the breakage of the instrument. Indications for material or manufacturing related problems were not found in this investigation. Based on the statistical eval, no indication was found for any device related issue.